Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/06/2014: the device was returned to animas and evaluated by product analysis on 04/25/2014 with the following results: unable to verify a time/date reset to the default setting in the black box. Pump was exercised for 24hrs to ensure the bt1 component was fully charged. After 24hrs the battery was removed for 6hrs. The bench top analysis confirmed when the battery was reinserted after 6hrs without power the time and date reset to factory default settings. Removal of the pump cover and a visible inspection confirmed the internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.